Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) asian male patient. Medical history included myocardial infarction and his kidney was not good. Concomitant medications included acarbose and an unspecified chinese medicine, both for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30; 100 u/ml) via a reusable pen (humapen ergo teal / clear cartridge holder) 28 at morning and 18 at evening (units were not reported), subcutaneously for the treatment of diabetes beginning on an unknown date, reported as more than ten years or ten years. Sometime in (B)(6) 2016, while taking human insulin 30/70, the dose knob of his humapen ergo (lot number 0404a05 / pc (B)(4)) was separate from the pen body, as consequence, he possibly administered an inaccurate dose. On an unspecified date, he experienced an event of high blood glucose (no results, baseline results or reference values were provided), as a result of the event, he was hospitalized approximately on (B)(6) 2016. Details of hospitalization or laboratory tests were not provided. As of (B)(6) 2016, he still was in the hospital. A relation between the possible wrong dose administered and blood glucose increased was not established. Information regarding corrective treatments and outcome of the events was not provided. Human insulin 30/70 treatment was continued. The patient was the operator of the humapen ergo and his training status was not provided. The humapen ergo model and suspect humapen ergo duration of use were more than ten years. The suspect device use was stopped and was returned to manufacturer. The reporting consumer did not know if the event of blood glucose increased was related to human insulin 30/70 treatment or humapen ergo. Consumer did not provide an assessment of relatedness between the event of possible wrong dose administered and human insulin 30/70 but considered that it occurred as a consequence of the dose knob separating from the humapen body. Update 07-sep-2016: upon review of this case, the case was opened to updated the medwatch fields for regulatory reporting. Update 12-sep-2016: information received from the initial reporter via a rcp on 01-sep-2016. Updated suspect device from humapen unknown body type to humapen ergo. Updated suspect device status. Added information regarding serious event of blood glucose increased and non-serious event of possible wrong dose administered. Updated narrative with new information.

Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in narrative. Please refer to update statement dated 23sep2016 in the narrative. No further follow up is planned. Evaluation summary a male patient reported the dose knob of his humapen ergo device was separated from the pen body. The patient thought he had administered an inaccurate dose. The patient experienced increased blood glucose levels. The patient had used the device for more than ten (10) years. Investigation of the returned device (batch (B)(4), manufactured april 2004) found the front outer housing / rear outer housing glue bond had failed. Malfunction confirmed. The front outer housing / rear outer housing glue bond will fail upon exposure to excessive force. The user manual instructs patients to not use the device if any part of the device appears broken or damaged. The user manual further instructs the patients to contact lilly or a healthcare professional. In addition, the user manual states the humapen ergo device has been designed to be used for up to three (3) years after first use. There is evidence of improper use. The device was exposed to excessive force which caused the rear outer housing / front outer housing glue bond to fail. In addition, the patient used the device beyond the recommended use period.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6) male patient. Medical history included myocardial infarction and his kidney was not good. Concomitant medications included acarbose and an unspecified (B)(6) medicine, both for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30; 100 u/ml) via a reusable pen (humapen ergo teal / clear cartridge holder) 28 at morning and 18 at evening (units were not reported), subcutaneously for the treatment of diabetes beginning on an unknown date, reported as more than ten years or ten years. Sometime in (B)(6) 2016, while taking human insulin 30/70, the dose knob of his humapen ergo (lot number 0404a05 /(B)(4)) was separate from the pen body, as consequence, he possibly administered an inaccurate dose. On an unspecified date, he experienced an event of high blood glucose (no results, baseline results or reference values were provided), as a result of the event, he was hospitalized approximately on (B)(6) 2016. Details of hospitalization or laboratory tests were not provided. As of (B)(6) 2016, he still was in the hospital. A relation between the possible wrong dose administered and blood glucose increased was not established. Information regarding corrective treatments and outcome of the events was not provided. Human insulin 30/70 treatment was continued. The patient was the operator of the humapen ergo and his training status was not provided. The humapen ergo model and suspect humapen ergo duration of use were more than ten years. The device was returned on 02sep2016. The reporting consumer did not know if the event of blood glucose increased was related to human insulin 30/70 treatment or humapen ergo. Consumer did not provide an assessment of relatedness between the event of possible wrong dose administered and human insulin 30/70 but considered that it occurred as a consequence of the dose knob separating from the humapen body. Update 07-sep-2016: upon review of this case, the case was opened to updated the medwatch fields for regulatory reporting. Update 12-sep-2016: information received from the initial reporter via a rcp on 01-sep-2016. Updated suspect device from humapen unknown body type to humapen ergo. Updated suspect device status. Added information regarding serious event of blood glucose increased and non-serious event of possible wrong dose administered. Updated narrative with new information. Update 23sep2016: additional information received on 23sep2016 from the global product complaint database added the device specific safety summary, manufactured date of the device, and returned date of the device; updated the improper use and storage to yes; updated the malfunction field to yes/not cirm; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.